Event description:
It was reported that log files were sent for review on a patient with a history of a previous external driveline repair. The providers had replaced the emergency backup battery (ebb) of the primary system controller and exchanged the controller. Log files confirmed intermittent driveline faults and ebb expired events between 02may2024 and 06may2024. The log files also captured odd strings of power cable disconnects on the white power cable. The log file ended with the driveline being disconnected. A photo of the driveline was also submitted that showed that the driveline was twisted up. The driveline was straightened out and supportive rescue tape was applied. The patient was medically stable, and they were to live with a permanently silenced system controller. Technical services believed that another driveline repair did not look possible. It was also noted that the patient was sometimes sleeping on battery power. Log files on the new controller were sent for review that showed that the driveline fault event had returned with the same phase causing the driveline fault alarm to occur with both system controllers. The controller's white power cable appeared normal, so it appeared that the other system controller was likely the cause of the odd strings of power cable disconnects. The new system controller serial number was faded. Historically related MFR number covering the previous driveline repair: 2916596-2020-05972.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: areas with superficial damage to the outer jacket of the patient¿s driveline. Evaluation of the submitted log files confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. Additionally, the report of a kink in the patient's driveline was confirmed based on the evaluation of the submitted photo. The submitted log file captured multiple driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. A photo of the patient's driveline was also submitted which showed the reported twisting of the distal end of the patient¿s driveline. The patient¿s system controller was exchanged, and an additional log file was submitted. The log file captured further driveline fault alarms. Per additional information, the patient was medically stable and there were no other issues with the patient's equipment. The patient was to live with a permanently silence controller. Their driveline was straightened out and supportive tape was applied. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-54095. No further issues have been reported. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), and repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 2 "how your heart pump works", section 4, and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 5 outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: primary UDI corrected section h3: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.